Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-8926ss knotless tightrope syndesmosis repair implant was involved in an issue during an ankle repair procedure performed on (B)(6) 2026. During implantation, while tightening the device from the fibular incision, it was observed that although the suture markings were followed and tension was applied evenly, one of the loops stopped advancing. It was suspected that the locking mechanism closed prematurely. Attempts to loosen or further tension the system were unsuccessful, and the construct remained lax. As a result, the implant was removed. No patient harm was reported. Additional information was received on (B)(6) 2026: the surgery was not delayed and was performed on time per the original plan. No additional anesthesia was required. The tightrope device was not fully removed; only the fibular button was removed. No visible damage, including fraying, deformation, or breakage, was observed prior to cutting or removal; however, the button was noted to have closed prematurely. To complete the procedure a second tightrope device was implanted to close the syndesmosis.